Manufacturer narrative:
Troubleshooting was performed by the hospital staff found the loose connection and reseated all cable connectors. The customer confirmed unit both amber and blue leds were illuminating and the intensity was in specification. Issue was resolved, and no further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light had only amber leds that were illuminating. With tech support suggestion the customer reseated the connectors and both amber and blue leds were illuminating and the intensity was in specification, reported issue resolved. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.